Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 305 mg/dl at the time of the call. Customer states they are able to complete the rewind sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump failed displacement test 77.5 units left on status screen and motor error alarm during rewind due to out of phase motor encoder signal.